Event description:
It was reported that the maryland bipolar forceps instrument was not recognized by the system. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering place the instrument on a test system and instrument recognition failed. The test error logs indicate the one or more of the tool sensors were not being detected. Engineering also observed a 3" long section with material removed around the distal end of the main tube, extending from the interface between the proximal clevis and main tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Deep scratches were also observed within the same area, which may have been caused by instrument collisions. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received. No other damage found. The endowirst instruments instructions for use (IFU) specifically states: general precautions and warnings- handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.